Manufacturer narrative:
Health impact- clinical code: 4581 - poor vision, sinequias of iris to cornea, low ecc counting, oval pupil. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm icl implantable collamer lens, -07.50 diopter, in the patients left eye (os) in 2022. The lens was removed due to poor vision, sinequias of the iris to the cornea and corneal edema with very low ecc counting. The lens was replaced with a shorter lens. Post-op, there is an anterior subcapsular cataract and oval pupil. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
Additional data: h6: health impact - additional surgery: 4625 - suture was observed. Corrected data: b5: the reporter indicated the surgeon implanted a 13.2mm icl implantable collamer lens, -07.50 diopter, in the patients left eye (os) in 2022. The lens was removed due to anterior subcapsular cataract, pupil ovalization, poor vision, sinequias of the iris to the cornea and corneal edema with very low ecc counting. The lens was replaced with a shorter lens (12.1mm, -07.00 diopter, implant vertical), then one week after exchange normal. A suture was observed. Additional information has been requested but none has been forthcoming. Claim # (B)(4).